Event description:
It was reported that the subject device would not go through the machine during reprocessing. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. However, the clogging of the nozzle caused no air or water to be fed; therefore, the water removal ability did not meet the standard value. This device condition ultimately points to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.